Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the power button was poor and had to be pressed several times to get the unit to start up. There was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.